Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred during the drain of cycle 3. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.